Event description:
As reported by the eye care professional, pt was hospitalized (casualty) due to severe lens irritation. There are no further pt details. The pt was reported as being hospitalized. There is no indication at the time of this assessment regarding treatment modality, visual acuities or resolution status. It is unk at this time whether the treatment facility is the standard level of care where such services are performed or if the facility was used for measures to prevent a potential sight threatening event or permanent injury. Add'l info has been requested but not yet received.

Manufacturer narrative:
Pending receipt of the complaint sample for eval. Review of the device history record and sterilization record have been reviewed and found to be in compliance. There were no nonconformances or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).